Event description:
The customer returned the device stating, ¿the pump continued to emit an audible signal¿; during device evaluation it was found there was error code 1660 and defective main board. The status of the product during the event was before medicine administration. There was no reported patient involvement or harm.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump continued to emit an audible signal" was duplicated. Functional testing found 1660 error code. The probable cause was a defective main board and was therefore replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.